Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during percutaneous coronary intervention, while stenting the calcified and tortuous proximal left anterior descending artery with a 3.5 x 23 mm xience v, a distal edge dissection occurred, which required treatment with a 3.0 x 28 mm xience v to cover up the dissection. No additional patient sequela was reported. No additional information was provided.